Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted. Placeholder.

Event description:
It is reported that on (B)(6) 2013, during a coronary artery bypass surgery procedure, the sternal zipfix tightened around the sternum but would not hold tension. Locking mechanism inside the zipfix appears to have been broken. Surgeon stated that he may have grabbed zipfix with a clamp on the locking mechanism, which may have broken it. The patient was not harmed and no additional time was added to the procedure. This is 1 of 1 reports for this event.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted. The locking mechanism is cut apart. The implant is cut into two pieces about 7cm away from the head and the needle is cut off and was not sent back. The relevant dimensions of the locking mechanism can not be verified anymore and a function test cannot be performed as the mechanism is not intact anymore. Therefore, a conclusion cannot be determined from a manufacturing standpoint. A product development evaluation was conducted. The locking feature, as said in the compliant description, does not show any deformations which could have influenced the locking function. The shaved off material sections to the side edges of the implant indicate that the device was tensioned with the application instrument, not in line. This caused some side sections of the implant to be shaved off. This rotational action, by the user during the tensioning, twisted the inserted implant in the locking head and over stressed the locking feature to the point that interlocking could not take place and no tension could be applied to the device. The needle was not removed as per the systems technique guide but cut at the bending notch. The implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue, injection molding, which led to the device failure. The root cause of the device failure is related to the handling of the device during application.